Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 503mg/dl. Reportedly, the high bg was caused the customer running out of pump supplies. A manual insulin injection was administered to address bg level. Recommendation was made to discuss diabetes management with a health care professional. Tandem technical support performed a pump system check and verified the pump functioned as intended.